Event description:
It was reported that the patient had frequent urination. An x-ray revealed lead migration. The patient had several falls after the implant. The frequent urination started shortly after the implant. The lead will be revised in a later date. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.